Event description:
Pt reports one of her pumps (B)(4) is not working. It will run off without a warning or alarm (even though she has tried new batteries.) Pt reports this happened some time in april and she hasn't gotten around to calling us. She has just been using her other pump. No injury reported. Pharmacy will send replacement pump. Pt will return malfunctioning pump for investigation. No other info provided. Dose or amount: 60ng/kg/min, frequency: continuous, route: IV. Dates of use: 04/19/2017 to current.